Manufacturer narrative:
The insulin pump was received with high operating currents due to multiple open locations on the lcd driver that is located on the lcd board. The device was received with minor scratches on the display window.

Event description:
The customer's mother reported via phone call, the insulin pump was delivering a bolus and the device will shut itself off. The customer's mother replaced the battery three times; it took about 10 minutes to get the device to resume therapy. The customer's blood glucose was 145 mg/dl. Customer's mother stated the device did alarm low battery prior to the off no power alert. Customer stated when the low battery alert occurred; the device shut off and restarted with a full battery icon. The off no power alert did not occur less than 24 hours from the low battery alert. The battery that was inserted was previously used. Customer stated this was the second occurrence in less than 24 hours. Customer's mother was advised the device need to be replaced and they may continue to use the device until the replacement arrived, if a new battery was inserted. The device is being returned for analysis.